Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The plunger was at the top of the tower chamber, should not be there until chamber was filled with cement, put it in the gun, squeezed handle and empty gun. Cement was not able to fall down in the chamber. This caused a 30 minutes delay in surgery.